Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "patient bulb connector needs to be replaced¿ was duplicated. Visual test found damaged(detach) downstream occlusion (dso) seal, damaged remote dose connector. The dso seal, and remote dose connector were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿patient bulb connector needs to be replaced¿; during device evaluation it was found the downstream occlusion (dso) seal was damaged/detached. There was no patient involvement.